Event description:
(B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The root cause, method, results and conclusion are not finalized at this stage. A preliminary risk analysis has concluded that the patient safety risk is acceptable. (B)(4).